Manufacturer narrative:
Additional information (30-sept-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the available instrument data files. Quality control (qc) recovered within the customer's acceptable ranges. No reagent or instrument issues were identified. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the investigation. Initial MDR was filed on 21-sept-2024.

Event description:
A customer contacted siemens healthineers regarding an erroneously elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl 200 integrated chemistry system. The erroneously elevated patient result was reported to the physician and questioned. The same sample was reprocessed on another dimension® exl¿ 200 integrated chemistry system and an atellica im analyzer. The same sample was reprocessed on two (2) non-siemens analyzers. A lower result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated loci high-sensitivity troponin I (tnih) result obtained on one (1) patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.